Event description:
Saphenous vein implanted in pt and was removed due to an infection. Pt had 2 veins implanted: bilateral femoral tibial bypass with cryoveins. 2nd vein cryovein saphenous 71 cm. This second vein was sent from hosp.